Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. There was no physical damage at foreign object detection point and there were no obvious deviations in reprocessing. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "inspection of the endoscopic system, the air-feeding function, and the objective lens cleaning function." 3) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 4) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: foreign material was found in the nozzle; the angle wires were stretched; there was a gap in the adhesive on the distal sheath; the cord was damaged due to physical stress; and a defect was found on the camera cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope was experiencing air and water flow issues. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged due to insufficient cleaning. This report is to capture the reportable malfunction of the inadequately cleaned clogged nozzle noted at estimation.